Event description:
A healthcare professional called about the facility's contour ts meter. She alleged that control tests were performed and a result of 200 mg/dl was received. No adverse events were alleged. The test strips are to be returned for eval. Replacement test strips were sent to the customer.